Manufacturer narrative:
The device was returned to olympus for evaluation. Based on historical data, the reportable malfunction possible causes are likely due to some kind of stress such as damage or deterioration of parts. However, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the airway mobilescope exhibited that there is peeling coating on the image guide serpentine tube (more than 1mm2). There was no patient involvement.